Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
M31 air detected in cassette, peritoneal dialysis patient's caregiver reported a fluid leak from the cassette door during dialysis treatment.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient's caregiver reported a fluid leak from the cassette door during dialysis treatment. The cycler had alarmed for air detected in the cassette. During follow up the patient reported that he is not taking any antibiotics and has not had any adverse event. The set was discarded.